Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and pump battery would not charge despite trying different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support initially planned to replace the pump, but the customer later reported that the pump battery unexpectedly reached full charge without being connected to a charger.